Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit due to an elevated blood glucose (bg) level of 597 mg/dl, diabetic ketoacidosis, and dehydration. Customer was treated with intravenous insulin, phosphate, and sodium-bicarbonate. The customer was scheduled to be released from the hospital on (B)(6) 2019, however, at the time of the report the customer was still admitted. Reportedly, an unexpected reset had occurred, and the pump date and timer were noted to be inaccurate upon the pump being turned back on. Customer adjusted the time on the pump to the correct time, but did not adjust the date. In addition, the customer did not complete the load process resulting in insulin delivery not resuming and bg¿s elevating. Customer reverted to manual injections for insulin therapy. Multiple attempts were made to follow up with the customer; however, a response was not received.